Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure where the ipg was removed. The explanted device will not be return.